Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis while hospitalized for an unreported indication coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a break in aseptic technique further described as the staff performing the therapy in the hospital did not have proper training. On an unreported date the patient was treated with ceftazidime (route, dose, frequency and duration not reported). The action taken with the dianeal therapies was not reported. It was reported the patient was recovered from this peritonitis event. No additional information is available.